Manufacturer narrative:
The pump was returned and analysis found gear train anomaly/corrosion and-or wear and-or lubrication; stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via device manufacturer representative regarding a patient receiving fentanyl(1 ,144.7 mcg/day, 2000 mcg/ml) and dilaudid (hydromorphone) (5.723 mg/day, 10 mg/ml) via an implantable infusion pump for the treat ment of colon and malignant pain. Other medication the patient took included methadone, morphine, valium, paxil and imitrex. Patient's medical history was stage 4 colorectal cancer; tumor on sacrum causing neuropathy and ostomy. It was reported that the patient did not hear pump alarming until (B)(6) 2018. The patient could not figure out where the alarm was coming from and started feeling increased pain on (B)(6) 2018. She started going through withdrawal on (B)(6) 2018 and figured out it was the pump alarm. The patient started taking oral opioids methadone and morphine which addressed the withdrawal and decreased the pain she experienced. The patient was not exposed to any magnets. Event log showed motor stall occurred on (B)(6) 2018 at 07:48 and recovery occurred on (B)(6) 2018 at 00:38. Motor stall occurred again on (B)(6) 2018 at 08:26. The pump was replaced on (B)(6) 2018 and at time of pump explant interrogation at 17:30, pump remains stalled. The issue was resolved and patient status was alive with no injury. It was later reported that actual volume withdrawn from the explanted pump was 20 ml while expected residual volume 18.7 ml. No further complication was reported.